Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2012. On (B)(6) 2012 the device failed the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for 35 months. The device remained in fault mode and was manually powered up on the (B)(6) 2012, failing a self-test due to a low battery. The next history log was on the (B)(6) 2012 when a new pad-pak was installed and the device was manually powered up passing a self-test. On (B)(6) 2012 the device passed an auto self-test and continued to perform to specification up to (B)(6) 2015. During this time the pad-pak was removed on three occasions, totalling approximately ten months without a pad-pak installed. On (B)(6) 2014 the device recorded a manual power up of four minutes duration. The technical log showed that an in range impedance was measured and the device successfully delivered three shocks. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between (B)(6) 2015 and the final history log entry on the (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.